Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the caller called due to inability to connect controller with ins. Caller on speaker with pt at MRI scan. Caller reported attempting to connect several times and had pt try different positions. Caller changed batteries while on the call and attempted to connect with pt in the hallway, but no success. Caller continued to see a screen with a question mark indicating poor communication. Pt reported return of overactive bladder symptoms about a month ago. Pt denied any medical procedures or trauma to the area around that time. Agent noted device was implanted in 2017, and device likely at eos. Pt declined seeing a screen that indicated low battery or por. Agent reviewed guidelines for how to proceed in this scenario and suggested pt make follow-up appt with managing hcp. Additional information was received from the patient. Caller stated they received a letter from mdt asking them to provide information regarding an incident that occurred on (B)(6). Caller stated the questions on the letter don't really pertain to the incident. The caller stated the patient went to have an MRI but the MRI facility couldn't find enough information about the device to be convinced that it was magnetic free so they wouldn't do the MRI. Caller states at this point the patient is scheduled to see their urologist to have it removed and possibly replaced on (B)(6) 2023.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.